Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to cracked end cap. No prime alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked reservoir tube lip. No dog chew marks noted on insulin pump.

Event description:
Customer's mother reported customer's insulin pump alarmed during prime. Customer's blood glucose was 173 mg/dl. Customer stated the dog had chewed on the tubing. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was advised the possible cause of the error was that the sensor did not detect the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.